Event description:
During follow-up, noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead in a pacemaker dependent patient. Abbott technical support was contacted and confirmed the event. Following hospitalization of the patient, diagnostic imaging was performed and revealed insulation abrasion on the rv lead. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.